Manufacturer narrative:
This is a rare situation and, like any injury involved with our devices, one we take very seriously. The rom plus quality control kit is intended to monitor the performance of clinical innovation's rom plus fetal membrane test for the purposes of external quality control. The kit contains one positive control vial with a lyophilized human amniotic fluid fritter and self-contained glass ampoule of buffer solution and one negative control vial containing a self-contained glass ampoule of buffer solution only. In addition, one protective plastic sleeve is included in the kit and is used to place the vial into prior to breaking the glass ampoule. The positive control is obtained from purification of human amniotic fluid, assayed to provide the appropriate concentration of placental protein 12 (aka igfbp-1) and alpha-fetoprotein (afp), and then lyophilized into a fritter. Upon being collected and processed the amniotic fluid was found to be nonreactive to hbsag, anti-hiv 1/2, and anti-hcv. However, no known test method can offer complete assurance that products derived from human sources or inactivated microorganisms will not transmit infection. Therefore, it is recommended that all human sourced materials be considered potentially infectious and handled with appropriate biosafety practices. We are investigating further and will send a follow up report if more information is obtained.

Event description:
While performing + qc glass came out of the cassette vial and pierced skin.